Manufacturer narrative:
Per condition #1 of exemption 2005011, events meeting the definition of a serious injury are required to be reported. Therefore, because intervention was required, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a waveone endodontic file separated during use; the tooth could only be removed by osteotomy.

Manufacturer narrative:
Only a broken fragment of file was returned for analysis. This fragment has been identified as the active part of a waveone gold small file. The file broke at the base of the active part (uncertain conditions). No material defect was found during analysis of the rupture pattern. No unused waveone gold small file is available for evaluation. Nothing unusual to report was found during DHR review (batch #1296392). Root causes are not identified. We will track this kind of event and monitor the trend.